Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to needle to cuff miss include but not limited to, interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, aggressive downward, twisting or torsional pressure during retraction. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the right common femoral vein using a ptostyle device using the pre-close technique via an 8f sheath hole prior to a pulse field ablation interventional procedure. Reportedly, during the step 3, a cuff miss [suture retrieval issue] occurred. The device then got stuck/caught during retraction. Twisting attempts were made to remove the device; however, the device separated into two pieces at the guide, leaving the sheath portion in the body. A vascular surgeon was called and was able to remove the sheath portion with clamps. All separated pieces were removed form the patient. The sheath size remained an 8f and the procedure was completed. Hemostasis was achieved via figure-8 stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.